Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation of the subject guide wire could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of production records found no indication of product deficiency. It was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire was being trapped possibly by the lesion or concomitant device. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: warnings- observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, malfunction and adverse effects- separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a circumflex artery. During removal of an asahi guide wire, it was noted that the tip had broken off. The broken wire tip was located in the anatomy. There was no noted resistance during advancement or withdrawal of the guide wire. Two unspecified stents were used to embed the broken wire segment into the vessel. There was no adverse patient sequela reported. No additional information was provided.